Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve was implanted and explanted the same day. It is unknown why the valve was not used. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve remains implanted. Seventeen years post implant, the patient is being assessed for a transcatheter valve-in-valve replacement due to aortic stenosis and insufficiency. If information is provided in the future, a supplemental report will be issued.